Event description:
Reportedly, the patient was implanted on (B)(6) 2025 with a defibrillation system, a few weeks later the leads moved and were repositioned on (B)(6) (date to be reconfirmed). At the last consultation, 16 episodes were classified as mode switch by the device. After files analysis, it was noticed that these were not fallbacks. On the atrial channel (vega lead) we notice the p wave, sometimes also a detection of the v. There is also another signal that does not appear to be cardiac. This one does not appear systematically and for the moment we do not know where it comes from. The a and v stimulation thresholds are correct, as are the impedance and detection. The history of the curves shows that the v impedance has been increasing since on (B)(6), which coincides with the date of the first recordings of ¿false mode switch¿ by the device. We will be advising the doctor to take an x-ray to check that the leads have not moved.

Event description:
Reportedly, the patient was implanted on (B)(6) 2025 with a defibrillation system, a few weeks later the leads moved and were repositioned on (B)(6) (date to be reconfirmed). At the last consultation, 16 episodes were classified as mode switch by the device. After files analysis, it was noticed that these were not fallbacks. On the atrial channel (vega lead) we notice the p wave, sometimes also a detection of the v. There is also another signal that does not appear to be cardiac. This one does not appear systematically and for the moment we do not know where it comes from. The a and v stimulation thresholds are correct, as are the impedance and detection. The history of the curves shows that the v impedance has been increasing since (B)(6), which coincides with the date of the first recordings of ¿false mode switch¿ by the device. We will be advising the doctor to take an x-ray to check that the leads have not moved.

Manufacturer narrative:
The device ICD talentia dr was implanted on (B)(6) 2025 with one vega atrial lead and one invicta ventricular lead. Review of provided data highlighted several inappropriate mode switches due to atrial oversensing from (B)(6) 2025. The analysis of the provided patient data recorded from (B)(6) 2025 shows: atrial lead impedance is stable, in correct range around 400 ohms - ventricular lead impedance is slightly increasing in correct range, from 400 ohms to 500 ohms - pacing dependent patient (ventricular pacing = 51 % / atrial pacing = 86 %), but the ventricular stimulation is not impacted by the described event. Mode switch episodes are due to atrial oversensing of non-physiological signals. The origin of the non-physiologic signal could not be determined with certainty; it could be due twiddler symptom (atrial dislodgement) or lead-device connection at implantation. No x-ray was provided to confirm those hypothesis. This phenomena should be monitored at each follow-up. This case is retained and utilized for trend purposes.